Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no defects on the returned catheter. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was originally reported that the catheter would not drain urine. It was later reported that the catheter was inserted into the patient, but no urine flow was detected, although the nurse felt that the catheter was in place. The nurse infused water into the inflation valve and immediately saw water leaking out from the urethral meatus. The nurse found this to be unusual and tried to pull the water out of the balloon with the syringe, and was unsuccessful. The nurse removed the catheter without force. Upon inspection, the nurse found that the balloon had burst. There were no missing pieces.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned for evaluation. Visual inspection noted no defects on the returned catheter. There were no pieces of the sac missing. Per the functional evaluation, the balloon was unable to be inflated since the sac was already burst. The flow rate test was performed and the result showed ;170ml/min, 150ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter".

Event description:
It was originally reported that the catheter would not drain urine. It was later reported that the catheter was inserted into the patient, but no urine flow was detected, although the nurse felt that the catheter was in place. The nurse infused water into the inflation valve and immediately saw water leaking out from the urethral meatus. The nurse found this to be unusual and tried to pull the water out of the balloon with the syringe, and was unsuccessful. The nurse removed the catheter without force. Upon inspection, the nurse found that the balloon had burst. There were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the catheter would not drain urine. It was later reported that the catheter was inserted into the patient, but no urine flow was detected, although the nurse felt that the catheter was in place. The nurse infused water into the inflation valve and immediately saw water leaking out from the urethral meatus. The nurse found this to be unusual and tried to pull the water out of the balloon with the syringe, and was unsuccessful. The nurse removed the catheter without force. Upon inspection, the nurse found that the balloon had burst. There were no missing pieces.